Event description:
It was reported that false positive tests resulted when using bd max¿ system, bd max¿ instrument. There was no report of patient impact. The following information was provided by the initial reporter: "customer reports false positive on vrs protocol. No treatment provide, the physician repeat the test to confirm negative result."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Application specialist reported that the customer received a false positive result on vrs. Customer decontaminated the workspace, pipettes, and customer changed the blue cap. Follow up determined that the issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause is determined to be due to contamination. The complaint is unconfirmed as the issue was due to contamination. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that false positive tests resulted when using bd max¿ system, bd max¿ instrument. There was no report of patient impact. The following information was provided by the initial reporter: "customer reports false positive on vrs protocol. No treatment provide, the physician repeat the test to confirm negative result.".